Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the broken weld at the head tube. The underlying cause could not be identified.

Event description:
Dealer advised left frame broke at a weld where headtube attaches to the frame. Spoke with (B)(4) in tech. Tech advised dealer needs part number 1074901. Dealer hung up received information from tech.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised left frame broke at a weld where headtube attaches to the frame. Spoke with alex in tech. Tech advised dealer needs part number 1074901. Dealer hung up received information from tech.